Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number:2017865-2023-02338. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, both right ventricle lead and atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the right ventricle lead exhibited low pacing impedance. The right ventricle lead was capped and replaced on (B)(6) 2022 . No changes have been made to the atrial lead, and it has been monitored. The patient was in stable condition.